Event description:
During patient's arthroscopic surgery, surgeon was using the arthrex shaver the shaver broke at the base and would not rotate. Another shaver was placed to the sterile field, and again the shaver broke at the base and would not rotate. Dr stated that he has had many problems with these arthrex shavers and voiced concerns that patient safety is a concern using this product.